Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced ineffective stimulation. Reportedly, the lead was found to have migrated and was no longer located in the target location. Lead was explanted and replaced. Physician elected to also replace the ipg during the same procedure. Postoperatively the patient is reportedly receiving effective therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.